Manufacturer narrative:
Product event summary: analysis confirmed the customer comments of broken screen and booting issues and it was further noted that when the screen was distorted it appeared as though the unit did not boot up. A display flex cable was found to be damaged (torn) as well as that a left keyboard hinge was broken and that the electrocardiogram connector on the link electronic module board was loose. The programmer was to be replaced and scrapped due to a lack of available parts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer had a broken screen and that it was not booting up consistently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.